Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, the balloon burst at 250 psi. Upon inspection, it was noticed that the middle third of the balloon was gone. Reportedly, pieces of balloon were left in the patient. The patient was not allergic to the contrast medium. The "patient is fine." No additional information was reported.

Manufacturer narrative:
Method - device not retuned; followed up with company representative. Conclusion: based on the physical observation and review of the lot history record for the catheter, the balloon radial cut/rupture was most probably caused by the balloon coming in contact with sharp bone or other sharp object. The inner member is stretched causing the appearance of a missing portion of balloon. Based on visual observation and measurements of balloon and stretch length, it may be concluded that the two halves of the balloon were separated due to the stretching of the inner member. Based on the residual shape of the balloon, the distal portion of the balloon maps well with the proximal portion of the balloon. Based on this observation, it is possible that no balloon material was left in the patient. It would be very difficult for the balloon to shear in two places and for a segment of the balloon being left behind in the patient.